Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot. Unable to preform data download and functional testing. Open for interior inspection adnd failed.the complaint is confirmed because the receiver would not turn on or boot up for testing. The reported event that the receiver ceased to function was confirmed. . A root cause could not be determined.